Manufacturer narrative:
Additional information: product was returned. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Therefore, once completed a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified spinal surgery. The instrument's tip was broken during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.